Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, decrease in sensing and high capture threshold was noted on the right ventricular lead. The physician suspected micro dislodgement due to low sensing and high capture threshold. The right ventricular lead was explanted and replaced. The patient was stable before during and after the procedure and was discharged.

Manufacturer narrative:
A complete lead measuring 64.6 cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.